Event description:
The customer observed imprecision on the alinity I processing module. The following example was provided. March 23, 2023. Sid (B)(6). Toxo igg. Initial result: 2.2 iu/ml (grayzone). Repeat results: 0.0 iu/ml (nonreactive), 0.0 iu/ml (nonreactive), 4.2 iu/ml (reactive) and 0.0 iu/ml (nonreactive). No impact to patient management was reported.

Manufacturer narrative:
Field service inspected the instrument and found no issues but noted message code 3424 r1 aspiration error in outer reagent occurred. The customer also indicated the reagent was shaken prior to loading. A cause for the inconsistent result was not identified. A review of the instrument service history was performed and found no contributing factors on or around the date of the complaint. There were no subsequent tickets documenting discrepant or erratic patient results. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Use error may have contributed to the customer¿s issue as the customer indicated reagents were shaken prior to loading. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed imprecision on the alinity I processing module. The following example was provided. (B)(6) 2023. Sid (B)(6). Toxo igg. Initial result: 2.2 iu/ml (grayzone). Repeat results: 0.0 iu/ml (nonreactive), 0.0 iu/ml (nonreactive), 4.2 iu/ml (reactive) and 0.0 iu/ml (nonreactive). No impact to patient management was reported.